Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer cannot read insulin pump's screen exposed to moisture. Blood glucose value was 150 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Device received with blank display due moisture damage on lcd board. Unable to perform any tests due to blank display. Device received with corroded battery tube noted.